Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring transmitter devices. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down while monitoring transmitter devices. No patient harm reported. Service requested / performed: troubleshooting. Investigation summary: the most likely root cause for hard drive failure is wear and tear as hard drives are mechanical components that may wear down over time from usage. However, as the usage information of the device was not reported by the customer, root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: zm-521's transmitters: model #: zm-531's additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down while monitoring transmitter devices. No patient harm reported. Per the customer, the cns failed to boot back up and displayed a blue screen. Nk tech remoted in and had the customer removed the bottom hard drive and the one on top connected. Asked him to do that with the cns shut down and then to reboot the cns back up. He stated that he received a blue screen. Asked him to shut down the cns again and removed the hard drive on top and the hard drive that was on the bottom on the top instead of the bottom. Told him the bottom slot should be empty. He did just that and turned on the cns. He stated that he received an "os not found" error message and that the csn failed to go to the main boot up screen. Explained to the customer that both the hard drives had failed. The customer moved the patients to a different cns to continue with monitoring activities and will return the device for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: the following devices were used in conjunction with the central nurse's station. Zm-521's: no serial numbers were provided. Zm-531's: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring transmitter devices. No patient harm reported.